Event description:
It was reported that during a routine device replacement procedure, the left ventricular (lv) lead exhibited a high pacing threshold once connected to the new device. It was noted prior to the revision procedure, the lead was checked via the analyzer and the old device and the measurements were acceptable. Damage to the conductor or insulation of the lead was suspected and the lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.